Manufacturer narrative:
(B)(4); date sent: 4/5/2023. Additional information received: the surgeon attempted to remove the device and they could not. It had eroded into the stomach. I believe he said 4 beads. The patient presented with dysphagia but is no longer having that issue. They are currently monitoring the patient, but the patient is not having any symptoms. They will continue to follow up with the patient but nothing is scheduled at this point.

Manufacturer narrative:
(B)(4). Date sent: 4/12/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number: 26217 , and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/16/2023. Only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: if the device has been removed, what was the date of explant? Was the device explanted on (B)(6) 2023? Did the device erode into the stomach or esophagus? If the device removal has been scheduled, when is the date for the explant surgery? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? If yes please send to (B)(6). How many beads eroded? If explanted, which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. Was the patient stented? What is the current condition of the patient? Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device is scheduled to be explanted due to erosion into the stomach. Two of the beads have eroded into the stomach. Patient currently not experiencing any pain just some dysphagia.